Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricle connector was cracked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricle rate channel output was visually damaged; the connection on the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.